Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal device change out, while the physician started to sew up the pocket, a random ventricular sense and occasional premature ventricular contraction (pvc) were observed. Which thus resulted in inhibiting pacing at times, though the patient is not dependent. They stopped sewing up the patient and were troubleshooting. They pushed on the pocket and they got a another type of noise that triggered markers. This cardiac resynchronization therapy defibrillator (crt-d) was taken out of the pocket and it was noted that the rv pace/sense port had a lot of fluid in it. The pocket was manipulated and the same noise was still observed. The physician decided to take out the rv lead and put in a pace sense lead instead. The crt-d was also replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device revealed a hole in the ra and rv seal plugs. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Set screw seal plugs are designed to permit set screw wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing. In this case, the hole in the rv seal plug likely contributed to the reported clinical observations.

Event description:
Additional information reported indicated that when the noise was initially observed, it was thought to be t-wave oversensing or the leads tapping into each other. As when the noise was observed, it occurred at the same time after the right ventricular (rv) lead pace. When the pocket was manipulated, much more noise was seen on the rv channel. The pocket was reopened, after being mostly closed. Ultimately the rv lead and crt-d were explanted and replaced with a new rv lead and crt-d were implanted. No additional adverse patient effects were reported.